Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump continue to do alarm off no power after receiving a new battery cap. Customer stated she inserted a new battery and installed the same issues battery. Customer stated the device would initially state it was full then it will lower to one bar. Then it would go back up to three or four bars of power. Then it will alarm off no power. The device did not alarm low battery alert prior to the alarm occurring. The device was not dropped or bumped. No unattended alarms. Battery cap was not loose, cracked, or damaged. Customer declined replacement device and stated she will monitor current device. No further information reported.